Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 457445 lead, implanted (B)(6) 2006; d284trk ICD, implanted (B)(6) 2012; 693558 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that an alert triggered due to low impedance measurements with the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.